Manufacturer narrative:
One device was returned for analysis. Log events were reviewed and there are no errors related to the complaint. There were no services reported previously. Visual and functional testing was performed. A crack downstream occlusion (dso) seal was found. The pump was calibrated, and the software was updated. Device passed all testing post repair.

Event description:
One device was returned for analysis. Investigation found a cracked downstream occlusion (dso) seal. There was no patient involvement.